Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick otw balloon ruptured at 6 atms on the second inflation. (The number of atms reached on the initial inflation was also 6 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a traverse guidewire and a 6 fr brite tip jl3.5 guide catheter to cross the lesion. The maverick otw balloon was being used to predilate the lesion for placement of an express2 stent. The maverick otw balloon was removed and replaced with a maverick2 mr balloon to successfully complete the lesion predilation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.